Manufacturer narrative:
The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that following mynx vascular closure, hours later, during ambulation, the patient started bleeding at the puncture site. Manual compression was held. The physician reported that everything was "fine".

Manufacturer narrative:
Complaint conclusion: it was reported that following mynx vascular closure, hours later, during ambulation, the patient started bleeding at the puncture site. Manual compression was held. The physician reported that everything was "fine". Attempts to gather further information were made but were unsuccessful. The product was not returned for analysis. A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing, including sterilization prior to shipment and a documentation review by the quality department. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Access site bleeding is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the bleeding reported. Without a lot number to conduct a device history record review, it is not possible to determine if the reported event could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.